Event description:
During remote monitoring, an episode of inappropriate high voltage shock therapy due to incorrect interpretation of signal was observed on the device. Abbott technical support was contacted and recommended reprogramming. The event was resolved by reprogramming the device. The patient was stable and will continue to be monitored.

Event description:
During remote monitoring, an episode of inappropriate therapy due to incorrect interpretation of signal was observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.